Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: 4968-35 lead, implanted: (B)(6) 2010. Product event summary: the proximal portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
The lead was returned to the manufacturer after being explanted with no reason for replacement. The lead was analyzed and tested out of specification. Follow up was conducted and it was determined the lead was inactivated in 2010 but partially present in the body since 2003. Patient was undergoing another surgery and the lead was removed while they were in there and replaced. No further information could be provided. No patient complications have been reported as a result of this event.